Event description:
It was reported that a patient presented to the hospital after receiving a shock for ventricular fibrillation. It was noted that the patient was undergoing lithotripsy at the time of the event. The therapy was appropriate but some intermittent ventricular undersensing was seen prolonging the therapy. No programming changes were made. The patient was in a stable condition.